Manufacturer narrative:
(B)(4). No consequence to pt reported. Device code: valve leakage is not labeled. Event is still under investigation.

Manufacturer narrative:
Based on the information provided, the valve leaked excessively during the procedure. The patient required two units of blood due to blood loss. No adverse effect to the patient was reported. During the complaint investigation, the complaint device was visually inspected and subjected to a leak test. Review of complaint history, device history records, the instructions for use, quality control, and specifications was also conducted. The returned device was evaluated and the iris valve was found to be functional. There was one tear in the webbing of the silicone discs. The device was leak tested with a syringe and tap water. The valve leaked with a dilator in place. There was no leakage without a dilator. The zenith device has completed design control requirements demonstrating that the device meets the predetermined requirements and that the requirements meet the needs of the user specifically, hemostatic valve leakage testing has been conducted. The instructions for use contains the indications for use, warnings and precautions and appropriate method of use for this device. Specifically, it states "endovascular stent grafting is a surgical procedure, and blood loss from various causes may occur, infrequently requiring intervention (including transfusion) to prevent adverse outcomes. It is important to monitor blood loss from the hemostatic valve throughout the procedure, but is specifically relevant during and after manipulation of the gray positioner. After the gray positioner has been removed, if blood loss is excessive, consider placing an uninflated molding balloon or an introduction system dilator within the valve, restricting flow." Captor valve assemblies are 100% quality control inspected for leakage. There is no evidence to suggest the product was not manufactured to current specifications. The appropriate internal personnel have been notified. Cook will continue to monitor for similar events.

Event description:
An (B)(6) male pt underwent evar on (B)(6) 2014. The captor valve of the zenith flex main body would not shut off and it kept bleeding during entire procedure (1820334-2014-00658.) Also, a zenith main body extension was used and it was leaking between the clear plastic and the valve (1820334-2014-00659) and spraying everywhere. The pt did not require any additional procedures nor experience any adverse effects due to this occurrence.